Event description:
Complaint initially rec'd on (B)(6) 2012, as follows: (B)(6) reported to (B)(6) that male end user born on (B)(6) had a fms that was difficult to remove. Nurse states that end user was transferred from ICU with fms in place. Unk admission date or insertion date or volume instilled in balloon. Reports upon discontinuation of device attempted to use syringe and could deflated unk amounts of saline. Attempted to remove and met resistance. End user in pain and nurse stopped. Upon exam could not see black line on tubing. Nurse states tubing migrated further into rectum beyond rectal shelf. No x-ray or test performed. Surgeon called in for eval who pulled fms out. Pt evaluated and resting comfortably. No bleeding or laceration noted. End user had fms for diarrhea of unk etiology. Called and emailed as f/u (B)(6) 2012, to confirm end user status and obtain add'l info and no response. Initial eval of the complaint in (B)(6) deemed the event not serious. Since this eval new info was rec'd. On (B)(6) 2012, (B)(6) wanted to call and make us aware that the end user involved in this case dies 2-3 days after the discontinuation of the fms from a bowel infarct that led to bowel perforation. An autopsy was not performed she stated but the (B)(6) reported to her. She also gathered from the (B)(6) that the pt had the fms in place originally for diarrhea which was a side effect of lactulose that he was taking. We are unsure of the reason he was on lactulose. The cause of death was given as bowel infarct that led to bowel perforation. The death of this pt was not likely caused by the device however it cannot be ruled out so we are reporting the event.

Manufacturer narrative:
(B)(4).